Event description:
An endurant ii stent graft system were implanted for the endovascular treatment of a 3.3 cm diameter abdominal aortic aneurysm, a 3.0 cm diameter right common iliac aneurysm, and a right hypogastric aneurysm. The patient has a short aorta and short left iliac. Severe calcification on the proximal neck was noted. The proximal neck was 17-21 mm in diameter and 20 mm in length.  The left common iliac artery was 13 mm in diameter and the right common iliac artery was 30 mm in diameter. The right external iliac arteries measured 8.4 mm in diameter; the left external iliac arteries measured 8 mm in diameter. The right internal iliac artery was coiled and an amplazer plugs were implanted in the right internal iliac artery. It was reported that a proximal type I endoleak was found on the post implant angiogram. The physician was not concerned about the proximal type I endoleak since the abdominal aortic aneurysm is very small. Per the physician, the bifurcate was intentionally placed 3 to 4 mm below the renal artery due to a previous left renal stent in place, however, it did not cause the bifurcate to land low or cause the proximal type I endoleak. The cause of proximal type I endoleak is possibly due to severe calcification. Patient continues to be monitored by physician. No clinical sequelae were reported and the patient is being monitored. Review of a single still angio image at implant confirmed that the bifurcate was implanted approximately 5mm below the stented left renal artery. A likely proximal type I endoleak was seen. No other stent graft issues were observed. The film only showed the proximal portion of the stent graft; images of the stent graft limbs distal to the gate were not seen. The cause of the endoleak could not be determined from this image. It is possible that implanting within the small diameter (off-label) and calcified proximal neck may have contributed.

Manufacturer narrative:
(B)(4). Off-label: neck diameter less than 19 mm, and common iliac artery diameter greater than 25 mm.